Event description:
It was reported that the patient was involved in an accident and was sent to the emergency room. While the patient was being catheterized the cuff of this artificial urinary sphincter (aus) was broken by the medical staff. Subsequently, a surgical procedure was performed during which all the components were removed and replaced with no patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate.